Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The blood glucose result was 25.0 mmol/l. The patient had symptoms of dizziness, weakness, intensified frequent palpitation, and nearly fainting. The patient was treated with insulin pens by her parents since she was unable to self-treat. The blood glucose level decreased to 10.0 mmol/l. The infusion device cannot be returned for legal and customs issues.